Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous coronary artery. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 7 atmospheres for 10 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.